Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient felt symptoms of bradycardia and dizziness. The right ventricular (rv) lead had dislodged and exhibited high thresholds. The physician suspected that implantable pulse generator (ipg) auto-capture was unable to detect an increase in rv lead thresholds. The ipg was explanted and replaced, and the rv lead was repositioned. No further patient complications have been reported as a result of this event.